Event description:
A customer contacted beckman coulter inc. (Bci) regarding erratic modular creatinine (crem) results generated by the synchron lx20 pro analyzer. They were also seeing results suppressed due to reaction noise. The customer was requested to provide data but declined to do so stating they had not kept records. The erroneous results were not reported outside of the laboratory and there was no affect to patient with regard to this event.

Manufacturer narrative:
Per customer, qc was within range. The customer did a routine cup clean to troubleshoot. Bec cts (customer technical support) asked the customer to perform four month line and cup clean as per IFU instructions and replace module lamp. A field service engineer (fse) went on-site and replaced defective crem reagent pump assay. Fse removed and cleaned cre module from the reagent leak. Fse then calibrated crem lamp and assay and ran precision and qc.